Event description:
The customer reported that her blood glucose reached 400 mg/dl and that the pink slide insert was only partially visible in the viewing window. The pod was worn between 1 and 3 hours.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to fire and properly deploy or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.